Event description:
The reporter stated that the surgeon inserted a implantable collamer lens model icm130v4 mm on the date of event and removed the lens the same day, due to excessive vault of the lens causing pt to have a narrowing of the angle, elevated iop, shallowing of the acd and angle closure. The surgeon also performed a laser yag and dilated the pupil and performed a iridectomy. This lens was replaced by a shorter icm lens.

Manufacturer narrative:
Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the culcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is ongoing.